Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 30oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a display failure occurred in the upper part of the screen and in each measured value. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 14dec2018. Philip's international service technician confirmed the reported touchscreen issue. Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.